Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2015. During the procedure, the loop broke. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/06/2015.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.